Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received two q-syte assemblies inside open packages from lot number 8298661. Through the visual/microscopic evaluation, there was no physical-mechanical damage observed on any of the components of the received units. A flow test was performed where the units were connected to a flow test fixture. The liquid flowed into the male connection and out without any restrictions. No occlusions occurred. The units passed the flow test per specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was clogged. This was discovered before use. The following information was provided by the initial reporter: on the morning of (B)(6) 2019, the nurse complaint that q-syte connected with indwelling needle, found that liquid didn't flow. The nurse took off theq-sye and pre-flushed with a saline syringe. Still, liquid didn't flow. The nurse replaced the newly opened q-syte and liquid still not flow. After pre-flushing in the same way, the septum open. Reconnect the infusion set to remove fluid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was clogged. This was discovered before use. The following information was provided by the initial reporter: on the morning of (B)(6) 2019, the nurse complaint that q-syte connected with indwelling needle, found that liquid didn't flow. The nurse took off theq-sye and pre-flushed with a saline syringe. Still, liquid didn't flow. The nurse replaced the newly opened q-syte and liquid still not flow. After pre-flushing in the same way, the septum open. Reconnect the infusion set to remove fluid.